Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient had a posterior vitreous detachment. The patient's subjective symptoms improved after starting a steroid treatment. According to the blood test results, rheumatoid factor was as high as 348, but there are no rheumatic symptoms. The eye sight was better than the first examination and the inflammation in the anterior chamber was not confirmed. Additional information was provided by the surgeon, who reported that the patient's condition continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported postoperative inflammation following an intraocular lens (iol) implant procedure. Three weeks postoperative, keratic precipitates was confirmed. Two weeks later, minor cloudiness in vitreous humor was confirmed. There were no visual acuity problems and the astigmatism was improving as expected. The patient was transferred to the hospital and received a blood test, but no problems were detected. Five months postoperative, the patient was experiencing muscae volitantes. The patient's vitreous humor was a little clouded to begin with. Additional information was provided by the ophthalmic surgeon, who reported the patient problem as aseptic endophthalmitis. The patient was aware of myodesopsia after the surgery. The visual acuity was good. There were no clear symptoms except vitreous clouding. There was no indication that a bacterium inspection was performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient also experienced mild anterior chamber cells approximately three weeks postoperative. There was no bacterium inspection performed. The patient's symptoms recovered after the initial medical treatment.